Event description:
A site reported to rxsight that a light adjustable lens ((lal, sn b)(6)) was implanted backwards during primary cataract surgery. The lal was removed from the patient's eye and another lal was implanted as a replacement during the same surgery.

Manufacturer narrative:
Manufacturer's reference #: (B)(4).